Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). If explanted; give date: n/a (not applicable) as the lens remains implanted. This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was foreign material such as the lint on the lens at the time of implantation. The lens was implanted and the foreign material was removed. There was no adverse effect or injury to the patient. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/18/2018. Device evaluation: the device was returned in a small container with a clear liquid inside. The plunger and all the components were evaluated and no damages were identified. The container was evaluated and no foreign/particle was found inside. The reported complaint could not be confirmed and no product deficiency could be identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.